Event description:
It was reported that the procedure was cancelled. An angiojet ultra system console was selected for a thrombectomy procedure. Before the procedure, it was noted that error 56 occurred. The procedure was not completed due to this incident. No patient complications were reported and the patient's status was stable.